Event description:
Same case a MFR report number: 3005188751-2012-00082, 3005188751-2012-00083. It was reported the pt developed a pericardial effusion during an af ablation procedure using the cool path duo ablation catheter, a swartz braided introducer and a response ep catheter. The physician was delivering rf therapy between the two right pulmonary veins through the cool path duo ablation catheter powered by an ibi 1500t11 generator set at 35/40 watts irrigated at 17 ml/minute when the pt experienced a decrease in blood pressure. The procedure was stopped and an echocardiogram revealed a pericardial effusion. The effusion was then successfully treated via pericardiocentesis. There were no further consequences to the pt.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since the device was not returned for analysis. Review of the device history records was not possible as the lot number is unk. The root cause classification of the reported event is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.